Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown nail head elem tfn heli / unknown lot. Part and lot number are unknown; UDI number is unknown. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. It was reported that the blade cut out through the femoral head requiring removal surgery. The investigation could not be completed; no conclusion could be drawn, as no product was received. No lot number was provided, without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient is scheduled for revision of a tfn (trochanteric fixation (nail) helical blade, and distal locking screw on (B)(6) 2018 due to superior cut-out of the helical blade through the femoral head. The patient is scheduled for hardware removal and conversion to hemiarthroplasty. Concomitant medical devices unknown tfn nail (part number unknown, lot number unknown) distal locking screw (part number unknown, lot number unknown). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product investigation was performed. Based on the supplied length of the helical blade, the device was identified as 456.306. The supplied postoperative x-ray was reviewed and the complaint condition was confirmed as the helical blade does appear to have cut-out of the femoral head. Whether or not the complaint condition was able to be replicated is not applicable for post-operative implant failures. As the device was not returned an as received, dimensional, material or drawing reviews are not applicable. No device history review was able to be completed as the device¿s lot number is unknown. The system risk document was found to adequately address the complaint condition (B)(4). Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported patient was implanted with the trochanteric fixation nail (tfn) nail, helical blade, and a 4.9mm locking bolt on unknown date. On another unknown date, a superior cut-out of the helical blade through the femoral head was detected. Patient was scheduled for hardware removal and conversion to hemiarthroplasty on (B)(6) 2018. It was later reported the revision procedure was cancelled, as patient is reported to be healed. Concomitant devices reported: tfn nail (part number unknown, lot number unknown, quantity 1), 4.9mm titanium locking bolt 56mm (part 459.56, lot number unknown, quantity 1) this report is for one (1) 11.0mm titanium helical blade 105mm this is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Customer quality conducted a review of the provided x-ray. It was reported that a tfn helical blade had cut out superiorly through the patient¿s femoral head. Based on the supplied length of the helical blade, the device was identified as 456.306. The supplied postoperative x-ray was reviewed and the complaint condition was confirmed as the helical blade does appear to have cut-out of the femoral head. Whether or not the complaint condition was able to be replicated is not applicable for post-operative implant failures. As the device was not returned an as received, dimensional, material or drawing reviews are not applicable. No device history review was able to be completed as the device¿s lot number is unknown. The system risk document was found to adequately address the complaint condition based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.